Event description:
It was reported that during lap cholecystectomy procedure, surgeon went through three devices to try to find one that does not scissor. The clips scissored and were also cutting. No pt consequence. Three device returning.